Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: initial concomitant medical products: liberty cycler select not liberty cycler set.

Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received numerous air detected in cassette warnings during treatment. Once the treatment ended and the cassette was removed, fluid was noted to be leaking inside the cassette door. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no adverse event or medical intervention, and no prophylactic antibiotics were administered. (B)(6). The patient has received a new cycler and completing treatments. The cassette product is not available for return.